Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. During the implanting procedure, the lv lead exhibited high, out of range, impedance and noise was observed. The lead was attempted again with the same results. The physician then pulled the lead out and it was confirmed that the lead had blood ingression. A different lead was implanted and remains in use. Also, one hour post procedure, the patient received inappropriate therapy due to dislodgement of the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed, and the tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. Electrical resistance and cross continuity test results were within specifications. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No measurements for lead impedance were taken or stored in the attached save to disk file.